Event description:
It was reported that the patient was experiencing inadequate stimulation as the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was kept by the medical facility.